Manufacturer narrative:
See MDR 1920664-2010-00160 for the delivery device used with this intraocular lens.

Event description:
The doctor discovered the lens haptic was bent after it was implanted in the patient's eye. The incision was enlarged to remove and replaced the lens.